Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected hba1c results were obtained from a vitros %a1c performance verifier processed using vitros chemistry products hba1c reagent lot: 1539-48-3598 on a vitros 5600 integrated system. Vitros %a1c pv ii lot: a2602 results of 9.38, 9.29, 9.40, 9.26 and 9.44 %a1c vs an expected result of 10.63 %a1c biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected results were obtained from a control fluid and were not reported out of the laboratory. The customer confirmed that no patient samples had been affected or questioned. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected hba1c results were obtained from a vitros %a1c performance verifier processed using vitros chemistry products hba1c reagent lot: 1539-48-3598 on a vitros 5600 integrated system. The assignable cause of the event is an instrument related issue. Following maintenance actions performed on the vitros 5600 system which included optimization of the microtip sub-system including cleaning of the cuvette incubator and supply components, x-port arm read adjustment, a water blank procedure and a recalibration event, quality control results returned to expectations.